Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection. (B)(4).

Event description:
A customer reported via email indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 183 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A the customer sent the product back for analysis.